Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant was removed due to fracture of implant. Pain, mobility reported. Tooth site # 15 symptoms as a result of the event: pain.